Event description:
Updated description: pump was returned for analysis.

Manufacturer narrative:
Additional information has been received, the received information has been provided in section b5. Pump received with a frozen medtronic logo on the display. No audio/beep/vibrate anomaly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test. Unable to download history files and traces using thump or verify critical pump error (open book image) alarm due to frozen medtronic logo. Cut and open the pump perform visual inspection found no moisture damage on internal battery connector, battery connector, pcba1/pcab2/ force sensor, motor. Swapping out test boards confirms display anomaly is isolated to pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit had scratched case, cracked keypad overlay, stained keypad overlay, label damage. No audio/beep/vibrate anomaly noted. Unable to confirm critical pump error (open book image) alarm and unable to download history files and traces due to frozen medtronic logo on the display. Frozen medtronic logo, problem isolated to pcb2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that logo of medtronic suddenly displayed on the screen of the insulin pump and red light was flashing. Insulin pump could not be operated completely. Customer stated insulin pump was stuck and vibrating. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.